Manufacturer narrative:
The gvl stat was returned to verathon (B)(4) for evaluation. The reported broken tip was confirmed and the stat was forwarded to verathon (B)(4) for further investigation. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a gvl stat size 3, the tip of the stat broke off. No harm to the patient was reported. No delay in the procedure or use of a back-up device was reported.

Manufacturer narrative:
The gvl stat size 3 and packaging were received at verathon canada for further evaluation. The molded date code on the stat indicated the stat was manufactured in may 2017. The stats have an expiration date three (3) year from the date of manufacture, making the expiration date of the received stat no earlier than may 2020. The expiry date indicated on the received packaging is 08-nov-2019. Therefore, it is unlikely the received stat came from the packaging material that was received by verathon canada. A microscopic inspection of the breakage pattern on the stat revealed a smooth area of crack propagation on the distal curvature of the stat. With an area of amorphous microstructures noted along the inside of the curvature indicating a brittle fracture failure. Because crack propagation begins at the area of highest stress and continues perpendicular to the stress, the direction force applied to the stat appears to have been from the distal side of the curvature. This is contrary to what is experienced during an intubation. In addition, during a previous investigation of stats breakage, it was determined the stats are not susceptible to brittle cracking under static loading. Since little plastic deformation of the stat was noted during the microscopic inspection, and combined with previous testing, it was determined that impact loading, due to dropping, would cause a breakage similar to the one observed. Therefore, it was determined the stat was likely compromised prior to use, as impacts could not have occurred while in the patients' mouth. Corrective action is not required at this time. Verathon will continue to monitor for trends.